Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on an unknown date. According to the complainant, post-procedure, the patient experienced pain due to the eroded mesh, additional medical treatment and procedures. All other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, 0ml8033003, could not be verified. Consequently, the manufacture and expiration dates cannot be determined.